Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert identified as alert 07 in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try leaving the wall adapter plugged into a working outlet for at least 30 minutes, but the customer became upset, refused further troubleshooting assistance, and abruptly disconnected the call.